Event description:
It was reported that a revision was performed due to a poly swap.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection of the returned insert shows significant damage, especially to the lock detail. A review of the complaint history shows no prior complaints for the listed lot. A lab analysis was completed with the following results; visual inspection of the legion ps hi flex insert showed deformation to the ml edges of the inferior locking surface. Rounding of the anterior lock indicates the insert was possibly seated initially. The exact cause of the insert dislodging could not be determined based on the information provided. A review of the manufacturing records did not reveal any discrepancies during the manufacturing process. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
.